Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure.   The certitude delivery system was returned to edwards lifesciences for evaluation.  The delivery system was returned through the sheath and full loader assembly.  Visual inspection revealed a radial and longitudinal balloon burst.  No pieces of the balloon appeared to be missing.  Multiple pinched and compressed area were observed on the guidewire lumen.  A post procedure photograph of the device was provided by the facility.  Review of the photograph revealed a balloon burst.   No relevant functional testing could be performed due to the condition of the returned device (balloon burst).    Dimensional analysis of the single wall thickness were taken on the balloon.  All measurements met specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.   In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon.   In this case, the complaints for balloon ¿ burst and delivery system ¿ withdrawal difficulty through sheath were confirmed.  However, no manufacturing non-conformances were found in the returned device.  Review of the DHR, dimensional and visual inspections revealed no indication of non-conformances.  Based on the report information, the perceived cause of the balloon rupture was likely the stj calcification.  The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.  Patient factors (valvular calcification) likely contributed to the balloon burst during valve deployment.  The ruptured balloon likely resulted in the difficulties encountered during the attempt to withdrawal the delivery system into the sheath.  Available information suggests patient factors (valvular calcification) likely contributed to the balloon rupture.  In addition, the ruptured balloon likely contributed to the delivery system withdrawal difficulties and the subsequent surgical removal of the device.     The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device will be returned for evaluation. This event is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a trans-aortic tavr for aortic position, the balloon of a 26mm certitude delivery system ruptured. The valve was expanded with less 2ml contrast than nominal volume. Upon full inflation, the balloon ruptured. No aortic regurgitation was observed and post-dilation was not required. While trying to retrieve the delivery system into the sheath, it was unsuccessful due to some resistance. As the balloon was thought to ¿flare out¿, the delivery system and sheath were withdrawn together. In order to avoid damage to the ascending aorta, the puncture area was cut opened and then the system was pulled out. The blood pressure dropped to 30-50¿s mmhg temporarily because of the bleeding. The incision site was sutured and the procedure was completed. The physician speculated that the balloon shoulder touched the sinotubular junction (stj), which caused the rupture because there was a three-fourth-circumferential calcification on the stj, a part of it protruded to the stj.